Event description:
The patient reported their stimulator was implanted unsuccessfully due to scar tissue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)